Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an abdominal procedure, the blade stuck when cutting with the device. Another device of the same type was used to continue the procedure and no patient injury resulted. Examination of the received device found the knife was trapped within the jaws, preventing them from opening.

Manufacturer narrative:
Date of initial report: 2017-03-04 date of follow-up report: 2017-04-12 one lf4318 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the knife trapped and contained within the jaws. The customer reported that the knife malfunctioned during the case. The reported condition was confirmed. The knife was trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The investigation identified the root cause of the reported event to be user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding feature, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.